Event description:
This patient in 1984 had place double lumen silicone breast implants due to breast deformities. The patient had placed on the left side a 210cc. Plus 40cc. In the outer lumen and 60cc double lumen placed on the right. Within six months the patient began to experience burning in the breast and surounding area. Within the last two years the patient has developed contractures, joint pain involving the elbows, associated with morning stiffness, fatigue and increasing breast pain. The patient had a bilateral periprosthetic capsulectomy with removal of implatns. Both implants were intact.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.